Event description:
During the event history log portion of the product investigation, 27 occurrences of system error 322 "link switch error (low)" were found.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation confirmed and reproduced the reported system. Evaluation found the upper latch switch to be failing, producing noise as the device experienced an ec 322. The device was determined to not be within specification in relation to the reported symptom. The upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.